Event description:
Per the clinic, the patient experienced inflammation at the abutment site which was treated with a topical steroid. Clinical management is ongoing.

Manufacturer narrative:
This report is submitted on april 22, 2022.